Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) as low as 15 mg/dl; cause was unknown, however, the customer reportedly experienced low bgs both while using the pump and while not using the pump for insulin therapy. D-50 dextrose was administered to address bg levels. Recommendation was made to consult with health care provider regarding diabetes management.